Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Customer stated that she was taken to the emergency room for diabetic ketoacidosis (dka), elevated blood glucose (bg) of greater than 800 mg/dl, and stomach flu. Customer was admitted to the hospital and treated with an intravenous drip. Prior to the emergency room, customer attempted to address elevated bg level and dka with manual injection. Customer observed no issue with the pump cartridge, infusion tubing or infusion cannula. There were no pump alerts or alarms. Customer was released from the hospital on (B)(6) 2016 with the issue resolved and no permanent damage to the customer.